Event description:
The customer could not calibrate the axsym rubella igg reagent lot# 58295m100 with the master calibrator lot#600003m100. Error codes 1001 (calibration check failure, a/b ratio too high) and 1111 (master calibrator 1 too high) were generated. The issue was resolved after centrifuging the calibrator before calibration. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.